Event description:
Balloon pump alarmed after case had started and chest was open. "Check iabp catheter" was the message. Site of insertion and balloon pump vacuum/helium line checked - no kinks. A-line operating fine. The iabp stopped pumping when alarm sounded. The physician was notified. The alarm "blood in catheter" came up and the physician was notified. The iabp catheter was then removed and the machine was turned off. When the catheter was examined after the case, the balloon was split along the entire length. There was no harm to the pt.